Event description:
It was reported that the patient collapsed at home. The patient was transported to the hospital via emergency medical services (ems) and showed "no signs of life." The patient passed away while in the hospital. Log file analysis captured low flow events on (B)(6) 2023 at 10:04 with flow in the 2.0 lpm range for several minutes, and then dropping further down into the low 1.0 lpm range at 10:07. The pulsatility index (pi) events during these events settled out into the 1.0 range and were non-variable, suggesting there was restriction to pump flow. The low flows were determined to be caused by ventricular fibrillation. Additionally, multiple intentional pump stop events were captured on (B)(6) 2023 at 12:11 which temporarily stopped the pump for a few seconds; the pump stop button was then pressed again which stopped the pump for the remainder of the log file. The pump was intentionally stopped since the patient was dying. The cause of death was determined to be ventricular fibrillation. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), did not reveal any device-related issues that would have contributed to the reported event. The analysis of the log files submitted by the account confirmed low flow alarms. According to the account, the low flow alarms were caused by ventricular fibrillation (vf). A direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported ventricular fibrillation could not conclusively be established through this evaluation. The submitted and retrieved system controller event log files contained relevant events from 29jan2023 through 01feb2023. On 01feb2023, the flow appeared to gradually decrease over time with persistent low flow hazard alarms. The remainder of the file captured events consistent with the termination of lvas support. (B)(6) was returned assembled with the pump cable fully intact. The modular cable was not returned. Native tissue was returned adhered to the apical cuff and surrounded the sealed outflow cannula. Upon removal of the tissue, the sealed outflow graft was found attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The apical cuff was returned and secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline (documents: (B)(4) were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) and the heartmate 3 lvas patient handbook (rev. G) are currently available. Section 1 of the IFU lists cardiac arrhythmia and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 of the IFU also provides an explanation of all pump parameters, including flow. Section 4 of the IFU provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 6 of the IFU entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. Section 7 of the IFU ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 5 of the patient handbook "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient's ventricular fibrillation developed on (B)(6) 2023.